Event description:
The account originally reported that the catheter did not aspirate. When the product was rec'd and decontaminated, there were leaks along the catheter tubing, some of which would be considered subcutaneous if it would have been placed in the pt.

Manufacturer narrative:
Implicated product is 3.0 fr. Single lumen catheter in intermediate tray. Product received foe eval is 25.0 inch long 3.0 fr. Catheter with stiffener stylet in place. Catheter tubing over connector stent is folded over itself at proximal orifice. Moderate kink in stylet causes catheter to arc between 13 and 14 inches from proximal end of assembly. Small kink in stylet is noted 22.1 inches from proximal end. Lot history review for two possible lot numbers reveals no related mfg issues and four additional complaints from same source. Two of four remaining complaints are pending evaluation, and two are confirmed. Complaint of inability to aspirate is unconfirmed. Patency of tubing to aspiration and flushing was demonstrated with stiffener stylet both in place and with it removed. However, product instructions of use does not explain that although blood withdrawal is possible with a 3.0 fr. Catheter, "because of its small lumen size blood withdrawal may not always be possible. It is recommended to utilize 4.0 fr. Catheter if blood sampling is high priority." Penetrating and non-penetrating damage is user-related and caused by bunching of tubing over stiffener stylet during stylet retraction. Product instructions for use provides specific guidance for removal of wire from catheter.